Event description:
A report was received from a dealer who called technical services regarding the legrest attachment point has broken at weld that supports the legrest. In speaking with this reporter, it was learned that there was no injury. The dealer was advised to replace the part. If any additional information is received a supplemental report will be filed.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg serial number/date (B)(4) is approximately 3 years, 4 months old. The owner's manual part number 1143190, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. No information was received regarding the consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.